Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons became intermittently unresponsive a month ago. The patient reportedly wears the pump on his pants or in a pocket, and does not clean the pump. The patient denied any trauma or water exposure to the pump. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.